Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid and residue/debris on product. Visual inspection found haptic stretched out. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -11.0/+4.0/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022.the patient experienced a refractive surprise. On (B)(6) 2023 the lens was exchanged with a different model, same length lens and the problem was resolved. Status of the eye: "all fine!" And "patient is happy". The the cause of the event is unknown. H6-health effect- impact code: "2199" should be removed and code "4629" should be added. H6- medical device code: "2993" should be added. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -11.00/+4.0/95 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced refractive surprise. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.